Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the patient's pacemaker exhibited inappropriate mode switch due to oversensing of far r wave. Furthermore; it was noted that the pacemaker exhibited p wave amplitude variation. No programming changes were made. The patient status was stable throughout.